Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white crystalized foreign material in the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material in the air/water channel, light cover glasses adhesive worn, optical cover glass adhesive worn, distal end adhesive lifting, insertion tube split, up/down and left and right angles had excess play and was not to specification, the water removal ability and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material and the root cause cannot be identified the event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.